Event description:
It was reported that there the right ventricular (rv) lead exhibited a large increase in thresholds. It was also noted the lead was not consistently capturing and there was potential loss of capture. An x-ray revealed loss of slack for the lead. The lead was reprogramed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.